Event description:
When charging to 200j, device shows 345j on display. Also is getting fault status 23. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer is awaiting parts to repair the device. The device remains out of service. Investigation still in process.